Manufacturer narrative:
(B)(4). The reported condition of increased intra-peritoneal volume (iipv) was confirmed, but a cause was undetermined. Device and service history reviews revealed that no issues were identified that may have contributed to the reported problem. This issue is being investigated through a CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) was requesting to end therapy early in dwell 4 of 5 as the hp had to go to work. The technical service representative (tsr) reviewed the programming: continuous cycling peritoneal dialysis, fill volume 2200ml, last fill volume 2000ml. The hc had gone to drain, drain volume 611ml. The hp stated did not want to end therapy and wanted to continue with the drain due to feeling bloated. The tsr put the hp back in drain, drain volume 3560ml. The hp stated he was empty and then wanted to end therapy. The caregiver (cg) would follow up with manual supplies. The cg stated the hp was using 4.25% solution to pull off more fluid. The tsr assisted with ending therapy as requested. The tsr advised to let the registered nurse (rn) know about the therapy. The cg declined swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.